Manufacturer narrative:
(B)(4).

Event description:
It was reported that the transmitter unpaired itself. Data was provided for investigation. Confirmation of the complaint was not confirmed via data. Additionally, it was found that a pairing failure occurred. The probable cause could not be determined via data. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. Voltage testing was performed and passed. Pairing test with (B)(4) bluetooth was performed and passed. A review of the share logs was performed and the allegation was confirmed. The probable cause could not be determined via product.